Event description:
It was reported that a patient had a loss of therapeutic effect and diagnostic testing or troubleshooting included impedance testing and reprogramming. The device was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the manufacturer representative would check with the health care provider's (hcp's office to ask how the patient was doing now. The device would not be returned as the hospital discarded it.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v513008, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# v447412, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was later reported that the patient recovered well from the removal.